Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that the lead had not worked for many years. The physician elected to cap the lead and implant a single chamber device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received